Event description:
It was reported that following a laparoscopic urological procedure, the pt was re-admitted as a piece of the specimen bag was found in the pt.

Manufacturer narrative:
H4: info is unavailable, device was not returned for evaluation.